Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and resulting in the pump shutting down. There was no adverse impact on the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.